Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high pacing thresholds. Additional information was obtained indicating that the cause of high threshold was not determined. The rv lead did not move from its original implant site. Further, this rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the right ventricular (rv) lead was performed. Moreover, a complete rv lead was returned with helix retracted. An x-ray was performed with no fractures noted. Further, this lead passed all tests performed and met its specification.